Manufacturer narrative:
(B)(4). Root cause: could not duplicate w retains. Source: phone.

Event description:
Reported 1 false positive sars results for one symptomatic patient (no fever, vomiting, nausea and diarrhea). The customer communicated the result was confirmed negative by molecular (pcr testing).